Manufacturer narrative:
Concominant medical devices: pt medications: aspirin, atorvastatin, clopidogrel, and losartan. (B)(4).

Event description:
On (B)(6) 2018, the patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that the patient had a proximal type I endoleak. There is no aneurysm sac enlargement reported. The cause for the type I endoleak is unknown. On (B)(6) 2020, the physician reintervened and snorkeled the renal arties bilaterally and implanted three gore® excluder® aaa aortic extender endoprostheses proximally to the superior mesenteric artery. The endoleak was diminished but not completely resolved at the end of the case. The patient tolerated the procedure.

Manufacturer narrative:
Addition h6 code 2